Event description:
It was reported that the unit was set at 8mmhg and 5mmhg, but the unit was unintentionally registering 40mmhg of pressure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.